Manufacturer narrative:
The reported complaint was discovered during routine testing at the service department at the manufacturer's subsidiary.

Event description:
It was reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) had a gas leak and failed calibration. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, product surveillance technician (pst) found there to be air leaking at the air input connection. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, a second calibration was attempted.